Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was chosen for implant using 12f amulet delivery system. During the procedure, while implanting, it was observed that during connection between the delivery system and the amulet occluder while tightening the rotating luer, the delivery system broke leaving a portion of its connection attached to the device's loader. The breakage of the delivery system was at the screw attachment level, inside the device loader. No portion of the broken component was retained inside the patient or system. A new device and delivery system was chosen and the procedure was completed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
It was reported that during the procedure, the delivery system was found to be fractured. Field information indicated that while implanting the device, the delivery system broke during the connection process between the delivery system and the amulet occluder. Specifically, while tightening the rotating luer, the delivery system fractured, leaving a portion of its connection attached to the device¿s loader. The break occurred at the screw attachment level, inside the device loader. The device was returned for analysis, and the fractured piece was found attached within the screw component of the loader, identified as the sheath hub. A review of the device history record confirmed that all manufacturing and inspection operations were completed appropriately and that the product met specifications prior to shipment. Additionally, a review of the complaint history revealed no similar reports associated with this lot. Based on the available information, there is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was chosen for implant using 12f amulet delivery system. During the procedure , while implanting , it was observed that during connection between the delivery system and the amulet occluder while tightening the the rotating luer, the delivery system broke leaving a portion of its connection attached to the device's loader. No portion of the broken component was retained inside the patient or system. A new device and delivery system was chosen and the procedure was completed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.